Event description:
Complainant reported that the beta-rail 3.5f delivery catheter got caught on the guide catheter during removal. The beta-rail catheter was removed; however, it was damaged in the process.